Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use and upon start up, the cardiosave intra-aortic balloon pump (iabp) displayed iab needs maintenance. There was no patient involvement, and no adverse event reported. The unit was swapped out with another unit.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse recalibrated the 30 psi transducers and pressure and vacuum regulators. Then, the fse completed calibration. The unit passed all functional and safety tests per factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a